Event description:
It was reported that the patient presented for initial implant. During procedure, the lead dislodged three times. The lead was not used and was replaced. The patient was discharged post procedure.